Event description:
It was reported that the balloon ruptured before use. There were no patient complications reported. No additional details were provided. It is not known if the catheter was re-processed. Product storage conditions were not reported.

Manufacturer narrative:
One catheter was received with no attached components. As received, latex was missing between the proximal and distal bonds. The missing latex was not returned. Latex was present at both balloon bonds, indicating an adequate bonding process. The remaining latex had multiple cracks and appeared gummy. There was no visible damage observed from the catheter body. Visual examination was performed at 10x magnification. A review of the manufacturing records indicated that the product met specifications upon release. The customer report of balloon rupture was confirmed. The cause of the rupture and condition of the latex could not be determined. No obvious indications of a manufacturing nonconformance were found during the evaluation. No actions will be taken at this time.